Event description:
Event description cpi received info that this oscor lead (4441) had dislodged, and they were unable to obtain adequate pacing thresholds. The lead was removed from service, and replaced with a bipolar steriod eluting lead (4285).